Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that his meter was reading inaccurately erratic. The pt performed two separate comparisons. For the first comparison, the results were 110 and 300 within 10 minutes. For the second comparison, the results were 297 and 190 mg/dl. The pt did not contact his medical professional for any assistance. No symptoms were reported. The pt was concerned that he might have taken insulin based on the higher results. No injury or harm was reported. The test strips were in good condition, the codes matched and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.